Manufacturer narrative:
The device was returned for analysis. The reported packaging problem was confirmed. The reported shaft break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft break as a break was not confirmed during return analysis; however, it is possible that the noted shaft bends were reported as breaks. The investigation was unable to determine a conclusive cause for the reported packaging problem; however, the coil damage was confirmed during return analysis and the chipboard box was noted to be crushed. It is likely the chipboard interacted with the coil when the box was crushed and the coil damage caused the noted bent shaft. Factors that could contribute to chipboard box damage include, but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that when the 3.00x15 mm xience proa stent delivery system (sds) was removed from the box, the plastic protective tube [dispenser coil] and sds shaft were cracked/fractured. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.